Event description:
Between 2/8/1998 and 2/13/1998 the account received positive bhcg results, ranging from 216.17 to 302.75 mlu/ml, on five samples from a pt. The pt was taken to surgery for a possible ectopic pregnancy and none was found. Pt samples tested for b-hcg: date, collection time, result (mlu/ml) 2/8/98-18:03, 276.59. 2/8/98-20:30, 248.8. 2/9/98-10:30, 278.0. 2/11/98-16:40, 216.17. 2/13/98-7:45, 302.75.

Manufacturer narrative:
Pt specimens were rec'd for investigation, but not the device. A file kit of the same list number was used for the investigation. Complaint eval: the pt samples were tested on reagent pack list number 7a59-20, lot number 34725q100. Each sample was analyzed on the axsym total beta-human chroionic gonadotropin assay as undiluted and diluted 1:2 with axsym total beta-human chorionic gonadotropin specimen dilution buffer. The undiluted sample results obtained were consistent with the customer's findings. However, the results were significantly different when diluted and the signal was decreased in a non-linear manner. The results obtained on the imx human chorionic gonadotropin whole molecule assay were consistent with the hybritech and acs:180 whole molecule assays. Since the assay did not dilute linearly, it indicates interference with human antimouse antibodies or heterophilic antibodies. No corrective action is necessary, because the package insert states interference can be exhibited in pt samples with heterophilic antibodies present in their blood. The package insert also states total beta-human chorionic gonadotropin levels which are inconsistent with clinical evidence should be confirmed by an alternate method. This is the final report.